Event description:
It was reported that during reprocessing, the colonovideoscope tested positive for 17 colony forming units (cfus) of enterococcus/enterobacter/staphylococcus aureus. A patient infection was suspected. Additional information on further patient impact was requested but no further information was received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no organisms were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer as reflected in b5.

Event description:
The customer clarified that there was no patient infection and that it was just reported in error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party culture testing, device evaluation, and the legal manufacturer's final investigation. The device was evaluated by olympus and no reportable abnormalities were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus sent the subject device for third-party culture testing, and bacteria were not detected. After reviewing the reprocessing steps provided by the facility, it was confirmed that there was no obvious deviation from the instructions for use (IFU) manual. Based on the results of the investigation, a relationship between the subject device and the event could not be identified. Therefore, the root cause could not be determined. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes a correction to b3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.